Event description:
It was reported that the external pulse generator (epg) had a cosmetic spot on the lower screen which affected visibility of the display. The epg was taken out of service and was expected to be replaced. There was no patient involvement.